Event description:
It was reported that patient underwent a reimplant procedure of his inflatable penile prosthesis (ipp) due to unknown reasons. No information about the patient outcome is available at the moment. Additional information was received. Device was explanted due to patient had a perforation on corporal body physician did not notice during implant. After patient healed, physician reimplanted.